Manufacturer narrative:
(B)(4). Date sent: 1/28/2025 d4 batch #: c9da2w d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone separated and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the nose cone separation, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the nose cone separation, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality rendering to the reported non-functional with hand activation a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root because that lead to separation in the hand piece nose cone.

Event description:
It was reported that during an unknown procedure a hand activation line failure was found. Changed to another device to complete surgery. There was no patient consequence reported.